Event description:
It was reported that the customer was hospitalized with low bgs. Earlier the bgs were high so the customer treated and they were fine most of the day. When the paramedics arrived bgs were 14mg/dl. Troubleshooting conducted during the phone call indicated the device was functioning properly. Suggested the customer contact physician for other possible causes.